Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that the end of the repair stitch from an ar-3638 knotless fibertak became unraveled and would not pass the suture. The anchor was cut and a new one was used to complete the case. This was discovered during a labral repair procedure on (B)(6) 2023. Additional information received on 6/23/2023: the case was completed successfully with another ar-3636 knotless fibertak.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.